Event description:
The product was used during a gallbladder procedure. Reportedly, the staples prefired and the instrument jammed. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
Device not available for eval.